Event description:
On 12/30/2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user experienced a severe hypoglycemic event with blood glucose levels below 40 mg/dl during the night. The user's husband called ems after finding the user unresponsive. Ems administered nasal glucagon and attempted an IV, but the user pulled out the IV at some point. Hospitalization was not required. The user reported having pneumonia and was taking azithromycin at the time, which they believe may have contributed to the low blood glucose. Additionally, the user experienced issues pairing a new dexcom g7 continuous glucose monitor (cgm), possibly resulting in missed low glucose alarms. Initial ilet reports from (B)(6) 2024 indicated the user's bg began dropping after a dinner meal announcement. Subsequent meal announcements for breakfast and lunch were made while bg levels were already below 40 mg/dl. The user remains on the ilet system without further issues. Additional event information

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.